Event description:
The customer reported that there was no image on the left monitor during live fluoro. Also, there was no input signal displayed on left monitor after boot up.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep removed and replaced the display adapter pcb and left monitor. The system boots up with no error messages. The no input signal has been resolved.